Event description:
Initially it was reported by arjohuntleigh representative that following a bathing procedure the seat was raised above the bath and swung out to the right in order to lower the seat. The care staff noticed the seat was dropping to the floor with the pt still seated. The seat dropped to the floor but the bather sustained no injuries. The seat catch was not operated during this incident. Ref MFR #9611530-2014-00008.